Event description:
Implanted heartmate ii on (B)(6) 2016. Left ventricular assist device (lvad) - pump thrombus, resulting treatment open heart surgery and pump replacement (heartware hvad) - patient remains hospitalized.